Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was 216 mg/dl. Troubleshooting was performed and customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set/reservoir occlusion. Customer was able to successfully troubleshoot and get insulin. Customer did not receive a no delivery alarm. Customer mentioned that she had to change out her set twice today. No further assistance needed.